Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient was found unconscious by their spouse. The spouse was unsure what the cgm reading was at that moment, but it would have been lower than 70 mg/dl, and no alerts were sounding. The spouse treated with a glucagon injection. The spouse called a doctor who advised to take fingerstick readings. The spouse took a fingerstick every 15 minutes, until the blood glucose reading reached 90 mg/dl. No further treatment was reported to have been needed. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.